Manufacturer narrative:
For the reported event, was reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdrs 2020394-2019-00455. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unknown snf vena cava filter allegedly experienced detachment of device or device component, patient device interaction problem and perforation. This report was received from one source. The patient is female and 47 years old; however, weight was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unknown snf vena cava filter was allegedly perforated, embedded, detached and migrated to the ivc, rv, and lll. This report was received from one source. Of the one event, one did involve a patient with no reported patient injury. The patient's age, weight and gender were not provided.